Event description:
It was reported prior to using bd vacutainer® luer-lok¿ access device, navy foreign matter was seen inside the hub of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.4: the initial reporter notified the FDA. Medwatch report # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, forty-eight retained samples were visually inspected for foreign matters such as grease, grime, dirt, oil, hair, or any other substance inside or outside the packaging, with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® luer-lok¿ access device, navy foreign matter was seen inside the hub of one device. No adverse impact was reported regarding the patient or user.